Manufacturer narrative:
Product complaint #: (B)(4). Device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). The hospital never reported the previous cases. In fact, they said that the doctor only reported it to them now, because he noticed that the suture still has the same problem. Therefore, we do not know how many times there were previously device return status: there is no sample to be analyzed. Doctors discarded it. The following information was requested, but unavailable: did the event occur during one or multiple patient procedures? What is the total number of procedures? The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the suture package contained the expected tubing fluid? Was the suture package dry? What tissue was being approximated/ sutured? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. The thread has broken during stitching. No adverse patient consequences were reported. Additional information was requested